Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient said the ins migrated to the nerve in their left leg that makes their leg hurt and has made their life miserable (patient noticed it had migrated "years ago"). Patient  mentioned that they hurt their back and can't even get proper tests because they "slipped and fell and fell so many times they think the ins is broken in two". Patient mentioned they couldn't get a CT right now and that they desperately need one. Patient said they would rather have the ins than hard medicine. The patient was redirected to their healthcare provider to further address the issue. Further information received from the patient stated they were currently in the hospital and that the reason is because they "fell and hit my spine and because the migration has caused me more pain as the device is laying on my nerve" and patient mentioned they have rsd. Patient says the healthcare provider did a myelogram on their back "and it nicked my nerve, and the device is laying on my nerve and my stim has been off for a year but it feels like its on high". The patient was asked to clarify if they were in the hospital because of fall or because of device migration and they said both. Patient says that they are "still in the hospital and my legs are still not doing as good".